Event description:
As reported to coloplast though not verified, patient implanted with exair posterior prolapse repair system on (B)(6) 2010 and later experienced pain and mental anguish.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Eval summary: device not returned.